Event description:
Caller reported a malfunction on the pump; however, no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, successfully resolving the issue. Customer was instructed to continue using the pump and to reach out again if the malfunction code reoccurs, and they acknowledged understanding these instructions.